Event description:
It was reported the customer had a blood at site issues of sensor on the insulin pump. The customer's blood glucose level was unknown. The patient stated that the site is not actively bleeding. The customer was advised to remove the sensor and check for damage or bent sensor. The patient was advised to change sensor and insert sensor in different site and monitor site. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.